Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010, the patient was presented with pre-op diagnosis of cervical pseudoarthrosis, c6-7 status post c5 ¿ c7 fusion . The patient underwent following procedure: c6-7 bilateral foraminotomies; microdissection; c6-7 posterior cervical fusion and instrumentation. Per op notes, ¿..the screw holes were then placed in the lateral masses at c6 <(>&<)> c7 using fluoroscopic guidance . Then nuvasive screws were placed . The remaining portion of the facet joints were decorticated and rods were then placed into the previously placed screws and connected up and torqued down . Some bmp was placed into the facet joints combined with some morselized allograft that was prepared earlier..¿